Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. Investigation conclusion: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Rationale: CAPA is not required at this time.

Event description:
It was reported that unspecified bd" needle was clogged. The following information was provided by the initial reporter: material no: unknown batch no: unknown. ¿ it was reported that patient stated has had a hard time getting liquid in the needle from the vial. ¿ verbatim: medical information received a call from a gattex patient that stated she believes she received a box of defective needles. The patient stated has had a hard time to get liquid in the needle from the vial and it takes like 10-15 minutes. The caller also mentioned this is the third time she has complained about this. The caller reported she has been on gattex for 2 years now and she has never had this problem before. No missed doses.